Event description:
It was reported that following a thoracotomy, patient was returned to theatre at midnight after losing blood. It was noted by the surgeon that there was bleeding from the staple line of the pulmonary vein. Surgeon had to over sew and the patient was checked later and was fine. Surgeon used a white vascular 60 reload. Device has been discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.